Event description:
The nurse practitioner of the hospital as well as all the attending physicians had converted to duramax from duraflow. They have now had 4 patients where the s tip caused heart arrhythmias. When they tried to pull it back to shorten the length, it didn't work.

Manufacturer narrative:
Lot history record review: the catalog number and lot number were not reported. A ship history was conduced and showed the following had been shipped to the complainant in the last 3 months: the lot history records for the possible lot numbers were reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of the returned sample: the complaint sample was not available for evaluation. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample angiodynamics is unable to conduct a thorough investigation. This is the first reported complaint for this type. The exact cause of the complaint is unknown. It is possible the catheter was placed too far into the ra. The instructions for use list the following statements that are related to this complaint type: it may be inserted percutaneously and is primarily placed in the internal jugular vein of an adult patient. Alternate insertion sites include subclavian vein as required. The curved duramax catheter is intended for internal jugular vein insertion. The selection of the appropriate catheter length is at the sole discretion of the physician. To achieve proper tip placement, proper catheter length selection is important. Routine x-ray should always follow the initial insertion of this catheter to confirm proper placement prior to use. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.